Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck at windows update. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the windows update screen. A field service engineer (fse) identified signs of a corrupted database on the hardware and performed a re-image. Once the re-image was completed, fse installed remote support service (rss) and added the component manager to the device, then tested the hardware successfully via remote access through rss and performed a database synchronization. The customer was able to log into the application successfully, rebooted the hardware and tested it through the application, confirming normal operation. The technical support specialist addressed and confirmed another station was not on rss which prevented remote desktop access or connection to a network drive to review logs. The customer was guided to knowledge article (ka) - how to: bypass windows updates, which explains how to exit the windows update screen once the station was online, and the customer confirmed successful resolution. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.